Manufacturer narrative:
The devices were discarded and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clamp on the lines of four (4) homechoice cassettes would not occlude the solution flow; further described as "the clamps were closed, but solution could still flow through the tubing." There was no leak of solution outside of the tubing. This occurred during set up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.